Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotics arm interactive orthopedic system. During presurgery setup, the scrub tech tested the power of the saw via burr override. The saw did not start up. After resetting the cutter, restarting arm software, replacing the mics, soft reboot, hard shut down, and multiple mics status checks the problem persisted. The surgeon converted to a manual tka due to the saw issues. There was a java error during one of the mics status checks. Other errors/warnings include burr mismatch error, cutter communication error, rio cutter system error, and fault_vbus_low.

Manufacturer narrative:
Reported event: cpci motion control assembly 3.0 rohs; multiple rio cutting system errors and faults including fault_vbus_low. Method & results: -device evaluation and results: device evaluation was performed and the cpci motion control assembly 3.0 rohs event was confirmed. -device history review: a review of the DHR associated with rob091 found quality inspection procedures successfully passed with no notes or comments. -complaint history review: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the cpci motion control assembly 3.0 rohs; multiple rio cutting system errors and faults including fault_vbus_low. There have been (5) other similar events for the referenced serial number, (B)(4) (pr: 1460833, 1467800, 1507637, 1507638 & 1518529). Conclusions: the cpci motion control assembly 3.0 rohs reported event was confirmed. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time.

Event description:
The surgeon was completing a total knee arthroplasty procedure using the robotics arm interactive orthopedic system. During presurgery setup, the scrub tech tested the power of the saw via burr override. The saw did not start up. After resetting the cutter, restarting arm software, replacing the mics, soft reboot, hard shut down, and multiple mics status checks the problem persisted. The surgeon converted to a manual tka due to the saw issues. There was a java error during one of the mics status checks. Other errors/warnings include burr mismatch error, cutter communication error, rio cutter system error, and fault_vbus_low.